Manufacturer narrative:
Per tandem's user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was exposed to temperatures beyond tandem's recommended range, and subsequently a malfunction occurred. There was no patient involvement as the pump has not been used for insulin therapy. Reportedly, the customer had an alternate pump available for insulin therapy.